Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device was lost by the shipping company and will not be returning for investigation.